Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurence.

Event description:
The customer reported that the system exhibited high ma error's during a patient procedure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported to this event.